Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ supp correction. D9 for product returned and date received. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss over an hour occurred on 03-27-2023 for g6 transmitter with serial number (B)(6). However, g6 transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was performed and signal loss over an hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.